Event description:
It was reported that difficulty was encountered removing this device from the patient's ureter during a stone retrieval procedure. It was noted, during attempted removal, the device fractured and became lodged in the patient's ureter. A ureteral lithotomy was performed to retrieve the detached segment. Subsequently, the patient underwent a ureter resection. This device has not been received for evaluation. Therefore, a failure analysis is not available. A lot search was performed and revealed no other complaints to date on this lot number. However, without evaluating the device co is unable to determine if the device met its specifications. User technique and/or patient anatomy may have contributed to this event. However, co is unable to determine the relationship between the device and the cause for this event.